Manufacturer narrative:
The catalog code provided (466fxxxx), represents an unknown optease filter. The catalog and lot numbers for the actual product used in the procedure are unknown. Complaint conclusion: as indicated in a legal brief, plaintiff underwent placement of trapease vena cava filter on or about (B)(6) 2007. The filter subsequently malfunctioned and caused injury and damages to plaintiff, including, but not limited to, perforation of the ivc. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned as the device remains implanted in the patient. A DHR review could not be conducted as a lot number was not provided. Without procedural films for review, the vessel injury reported could not be confirmed. With the limited information available for review, clinical factors contributing to the vessel injuries could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, the timing and mechanism of the vessel perforation remains uncertain. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, plaintiff underwent placement of defendants' optease vena cava filter on or about (B)(6) 2012. The filter subsequently malfunctioned and caused injury and damages to plaintiff, including, but not limited to, perforation of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.